Event description:
It was reported that during a fill tubing sequence no insulin flowed through the infusion tubing, and insulin was observed leaking from the back of the cartridge after removal of the luer connector and cartridge, consistent with a cartridge leak and fill/priming difficulty. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included replacement of supplies and successful resumption of insulin delivery. Investigation included review of device history and user technique evaluation through troubleshooting and education. Investigation of this case revealed user handling factors, including uncertain fill volume and self-filled cartridge, with no alerts or alarms reported. It was concluded that the event was attributable to a cartridge leak with user-related contributing factors, with product replacement provided and no clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.